Event description:
The customer initially reported that their device was showing its service indicator and logged an event code. After an evaluation of the device by physio-control, it was observed that the device did not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was observed to be the solder joints on legs 1 and 16 of an integrated circuit chip, designator u1 were broken loose from the analog pcb assembly. The customer received a replacement device.